Event description:
It was reported that the pump turned, but no water came out of the disposable connection. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing performed and temperature measured. The customer's reported failure was confirmed. The cause of the reported issue was a defective pump. This was resolved by renewing the pump. Device will be sent to the customer after completion of the repair work and functional and delivery testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.